Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the bed's nurse call feature was not functioning as specified when the pt position module was alarming. No injuries reported.